Event description:
While placing the first coil (aneurysm procedure), the balloon was inflated, but clinician could not see balloon inflation under fluoroscopy for most of the inflation. Clinician saw the balloon fill just as the a1 vessel ruptured. Clinician knew there was a problem via patient pressures. Clinician reported correct preparation technique (50:50 preparation of saline/contrast).